Event description:
The customer reported that during a routine check before placing the unit on a patient, the unit displayed "pneumatic drive" and "electrical test fails" alarm messages upon power-up.